Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged pole clamp pad. No additional information is available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a functional test were performed. During the visual inspection it was identified that the clamp rubber was damaged. To correct the condition, the clamp rubber was replaced. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.